Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the verbatim:ball valve set - getting air below the ball valve. They program the vtbi to include the flush volume. A vacuum is created at times preventing the ball from seating properly.